Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Image intensifier needs to be replaced. Advised the customer as to what needs to be replaced. The customer declines service at this time. Service call closed.

Event description:
It was reported that during a precheck, the image in normal magnification on the 6600 system is blurred. There was no report of patient injury.